Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resetting - won't power up) was confirmed. Upon evaluation, the monitor was resetting. The cause of this was due to an intermittent connection with the j1 on the ca board. The root cause of the intermittent j1 cannot be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient's monitor was resetting and not powering up.